Event description:
Boston scientific received information that this patient is psychotic and cannot report how long this device has been beeping. Device interrogation noted the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted at this time. A boston scientific sales representative reported that the patient had previously been non compliant and was fired from the practice as she was notified of her device battery and the need to follow up immediately, however the patient was has failed to follow up with a cardiologist for changeout. This product issue will be re-evaluated if additional information is received.